Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) disconnected from the liberty select cycler during dwell one to go to the emergency room. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient went to the hospital for coughing, nausea and vomiting. The patient¿s spouse was concerned the patient had contracted covid-19. The patient went to the emergency room (ER), and a covid-19 screen was completed. The patient was sent home several hours after arriving with an antiemetic (drug not provided), to await the results of the test. After returning home, the patient completed the remainder of the ccpd treatment utilizing the same liberty select cycler without issue. The pdrn reported the patient¿s covid-19 screening was negative (result date not provided) and they are recovering from the events. Additional information (e.g. Past medical history, concomitant medication, discharge summary) was requested, however the request was declined. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius product(s) or device(s).